Event description:
Pt was scheduled for removal of implants and mastopexy and biopsy left breast. Upon doing the removal of the implants, the implants were found to be leaking silicone. In facility's opinion this was considered to be a pt injury. The implants and attached tissue was sent to pathology for exam. The left breast was biopsied also. There was no abnormal pathology reported from the exam. The implants had been implanted by another surgeon 20 yrs earlier. The surgeon performing this surgery was a different surgeon and he and the pt both did not know who the MFR of the implants being removed was.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.